Event description:
The autopulse platform (sn (B)(6) was used for resuscitating a patient. The autopulse platform performed approximately 20 to 30 minutes of compressions before the reported issue. After resuscitation and upon removing the lifeband from the autopulse platform by the hospital staff, the lifeband band clip broke. The customer could not remove the broken clip from the driveshaft, making it impossible to connect a new lifeband. No consequences or impacts on the patient.

Manufacturer narrative:
The customer's complaint that the lifeband band clip broke and could not remove the broken clip from the autopulse platform's (sn (B)(6) driveshaft, making it impossible to connect a new lifeband, was confirmed during the functional testing. Upon inspection, a small piece of the broken clip was stuck in the drive shaft slot, confirming the reported complaint. The root cause of the broken clip was not conclusively determined; however, damage due to applying excessive force upon removing the lifeband band clip from the drive shaft slot could not be ruled out. The functional testing of the autopulse platform could not be performed due to the broken clip stuck inside the drive shaft slot. The broken lifeband band clip was removed to address the reported complaint. After removing the broken lifeband band clip, the autopulse platform was subjected to a 15-minute run-in test using lrtf (large resuscitation test fixture), and the platform functioned as intended. Following service, the autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).